Event description:
Caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. After consulting with technical support, the caller was guided through a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.